Event description:
It was reported that one day post-implant, a decrease in sensing and loss of capture was observed. Echo and x-ray revealed lead perforation. A new lead was implanted however, the old lead was left in placed. On 12/27/09, it was reported that the patient had total collapse with pleural effusion. Hence, the lead was explanted.

Manufacturer narrative:
The lead tip stiffness was tested and found to be within specification.